Event description:
Extraction of possible fractured ICD lead with new implant of ICD lead and generator following extraction. There was no injury to the patient. Sprint fidelis lead - please return to medtronic for credit and evaluation of lead. ====================== health professional's impression======================not applicable====================== manufacturer response for ICD lead, ICD lead======================awaiting response